Event description:
It was reported that nursing removed the catheter and noted the end was missing. The patient was sent to surgery for removal of the broken part. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove. The customer returned one snaplock assembly and two epidural catheter pieces. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most proximal piece, the coil wire is extremely stretched and extends approximately 17.7cm beyond the extrusion at the likely most distal end. Both the proximal and distal ends of the returned catheter pieces appear to be intact. Also, the extrusion between the two catheter pieces does not appear to be stretched at the point of separation. No other defects or anomalies were observed. The customer also returned a photo the clearly shows a separated catheter piece. A dimensional inspection was performed on the catheter using a ruler (10171599). The proximal end catheter extrusion piece measures approximately 78.5cm. The distal end catheter piece measures approximately 12.4cm. Both catheter pieces combine to measure approximately 90.9cm, which is within the specification of 88.5-91.5cm per graphic kz-05400-002 rev. 9. None of the catheter appears to be missing. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter being difficult to remove was confirmed based upon the sample received. The customer returned two catheter pieces that was separated at the extrusion. None of the catheter was missing. At the point of separation, the extrusion showed no signs of stretching, however, the coil wire was extremely stretched on the likely proximal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that nursing removed the catheter and noted the end was missing. The patient was sent to surgery for removal of the broken part. The patient's condition was reported as fine.